Event description:
Caller states that an elderly female patient reportedly received the following results on a roche meter, compared to lab results, within 10 minutes: 223 mg/dl (inform meter) and 43 mg/dl (lab). Caller states that the patient presented to the ER with hypokalemia, gangrene in her toe, uti, severe peripheral vascular disease, and an altered level of consciousness. Upon admission, the patient's initial glucose reading was 30 mg/dl (device used not provided) on (B)(6) 2011 and she was treated with a glucose IV. A nurse observed hypoglycemic symptoms in the patient (altered level of consciousness, fixed pupils) on (B)(6) 2011 and obtained a meter reading of 223 mg/dl at 15:17. A venous sample was drawn 6 minutes later and sent to the lab for examination. The lab result of 43 mg/dl was reported at 15:51. Lab sample was collected in a heparin collection tube. While awaiting the lab result, the patient was moved to the ICU for immediate care. Patient was also on a heparin drip at the time of the readings, and staff were concerned with possible brain bleed from the drip. Patient was also on peritoneal dialysis (dianeal) the day that the readings were obtained. Patient currently in the ICU and suffers from low blood pressure and chronic renal failure. Requested return of suspect device and strips, and replacement was sent.